Event description:
It was reported that the pt has had both hips done. The pt is experiencing pain and soreness. The pt is scheduled to have an MRI and blood work.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.